Event description:
The physician used the viscia 2 ice probe to cryoablate a breast fibroadenoma. The location of the fibroadenoma made it difficult to inject the saline to keep the skin from freezing per the physician. No thermal injury was noted at the time of the procedure. When the pt returned for her follow up, the pt reported the skin injury. The physician examined the pt and excised some granulation tissue from the wound.

Manufacturer narrative:
The IFU states: "vigilant visualization of the skin and ultrasound monitoring of the distance between the forming iceball and the skin is critical at the visica 2 ice probe insertion site and the area overlying the forming iceball. Monitor the skin for changes in appearance including frosting, blanching or reddening to avoid frostbite injuries. Monitoring is particularly important when treating lesions that are very near to the skin surface. Sterile, injectable normal saline or local anesthesia should be used as necessary to separate the skin from the growing iceball". During the returned product eval, the device functioned normally and the iceball formed in the appropriate location. The probe insulation proximal to the freeze zone was found to be intact.